Event description:
It was reported that the customer miscalculated a bolus dosage. During troubleshooting with tandem customer technical support, customer understood that insulin delivery could not be reversed and that blood glucose level would be lowered due to the over-delivery. Customer indicated that current bg level was 205 mg/dl. Customer stated that bg level would be monitored and corrective action would be taken if necessary.

Manufacturer narrative:
On 05/15/2015, follow-up: customer reported that orange juice was consumed to successfully prevent hypoglycemia. Customer reported feeling fine. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.